Event description:
It was reported that, during set up for a cori assisted tka surgery, the real intelligence robotic drill was blocked, it has the ri robotic drill attachment and the real intelligence robotic drill tracker stuck on it. Also, an internal error message was displayed on the screen. The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed.

Manufacturer narrative:
H10: the real intelligence cori, rob10024, sn(B)(6) (belgium), intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be established. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with an internal connection failure or software issue. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation. Internal complaint reference number: (B)(4).